Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform the self test, a21 error test, occlusion test and excessive no delivery test due to a33 alarms. Unable to verify delivery anomaly, the operating currents and off no power alarm due to a33 alarms. The motor was tested outside of the device and passed. The insulin pump passed displacement test. No unexpected motor error alarm or unexpected motor noise anomaly noted during rewind. The insulin pump had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer reports drive support cap appears normal. Customer stated that the device was no exposed to high magnetic field. The customer was assisted in performing pump rewind and resulted into no drips and motor error. Customer stated that she can hear a grinding noised noise before the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was 20 mg/dl. The customer delivered 50 units into her body and ended up with low blood glucose. The customer got her emergency kit and started to eat and drink juice. The customer took about 2 hours to get to 80-120 mg/dl. The customer was advised to monitor blood glucose.